Manufacturer narrative:
Age at time of event: 60+ years old.

Event description:
It was reported that balloon rupture occurred. The first target lesion was located in the moderately tortuous and non-calcified left iliac vein with 72% stenosis. After a stent was placed in the left iliac vein, a 18-6/5.8/75 xxl esophageal balloon catheter was advanced to post dilate the stent. However, during initial inflation at 4 atmospheres, the balloon ruptured. The balloon was removed from the patient's body fully intact and another balloon of the same size was used to finish post dilation on that side. The second target lesion was located in the mild to moderate tortuous and non-calcified right iliac vein with 66% stenosis. Following pre-dilatation at 5 atmospheres, a wallstent was placed in the right iliac vein and a 16-6/5.8/75 xxl esophageal balloon catheter was used to post dilate the stent. However, during initial inflation at 5 atmospheres, the balloon ruptured. The balloon was then removed from the patient's body fully intact and the procedure was completed with another of same device. No patient complications were reported.